Event description:
Event description guidant received information that this device had an issue with the commanded ventricular automatic threshold test. When loss of capture had occurred with the non-guidant ventricular lead, the device did not deliver a backup pace. There was loss of capture at 1.0 volt and the test was running until 0.8 volts without any backup pacing. The patient was feeling dizzy, so the caller had to intervene and end the test.